Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated during the implant procedure. This crt-d was discarded in medical waste due to hepatitis exposure. No adverse patient effects were reported.